Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for e-2 error code. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-2 using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Meter reads e-2. The customer feels well and declined medical attention at the time of call. Customer could not obtain a result. He states that he is going to the hospital to check his blood sugar. On (B)(6) 2018 customer went to ER to have blood glucose checked. It was 90mg/dl non-fasting. Customer did not receive any treatment. Customer was discharged the same day. He is still without symptoms.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer on 6/18/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for e-2 error code. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-2 using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Meter reads e-2. The customer feels well and declined medical attention at the time of call. Customer could not obtain a result. He states that he is going to the hospital to check his blood sugar. On (B)(6) 2018 customer went to ER to have blood glucose checked. It was 90mg/dl non-fasting. Customer did not receive any treatment. Customer was discharged the same day. He is still without symptoms.